Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states she was at work at the time and took her blood sugar and it was high. She did not remember what the exact reading was. She looked at her infusion set she noticed that the cannula was completely detached from the head set. When cannula was detached from the headset. She attributes her high blood sugar to the leak. No adverse event alleged. Device not available for return.